Event description:
The technician alleged the side rail is not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail center support arm is broken. The technician replaced the side rail latch cover to resolve the issue.